Manufacturer narrative:
Reader (B)(4) was returned and investigated with retained strips. Performed visual inspection on returned reader and returned usb charging cable and no issues were observed. Reader log was successfully downloaded. Reader did not power on with button press, but was able to be powered on with strip and usb charging cable. De-cased reader and observed liquid contamination upon visual inspection. Issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not power on with button press or strip insertion. The customer indicated they experienced a loss of consciousness, but was able to self-treat with orange juice upon regaining consciousness. No third-party intervention was reported. There was no report of death or permanent injury associated with this event.